Manufacturer narrative:
Additional information: issue was not found during inflation. Deflation took more than 5 minutes. Balloon was safely removed from patient. Product analysis: the rapidcross pta balloon device returned coiled in the shelf carton within two biohazard bags. Lot confirmed as b190692 on device packaging. No ancillary devices were received for evaluation. Device was decontaminated with cidex opa solution soak and tergazyme soak. The balloon returned in its post inflated state with contrast/crystalline structures visible inside. Visual inspection under a microscope shows all 4 marker bands are visible and intact. Stretching is evident on the proximal balloon bond. A 0.014¿ guidewire from the lab was front loaded via the distal tip and exited out the gw exchange port with no difficulty. A 20mly water filled syringe was connected to the device but the device failed to flush. An indeflator and pressure gauge were connected to the device and an attempt was made to inflate the device to nominal pressure (8atm) and rated burst pressure (14atm) however the balloon failed to inflate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use rapid cross pta balloon along with non-medtronic 4.5fr sheath during procedure to treat to treat a moderately calcified plaque fibrous lesion in the proximal to mid posterior tibial artery (pta) and anterior tibial artery (ata). The vessel was mildly tortuous. A non-medtronic indeflator was used for balloon inflation. There was no issue when removing device from the hoop/tray. The device was prepped per IFU with no issues noted. It was reported that balloon deflation difficulties occurred with the device slow to deflate at the lesion site. The device did not pass through a previously deployed stent. There was no resistance when advancing the device. Deflation was extremely difficult with the indeflator, so deflation was performed using a syringe. A syringe was used, but it took time, but deflation was finally successful and completed. There was no patient injury.